Event description:
The physician reported on 30-day follow up form (dated 2006) for a patient implant four months later; device explant on the following day, due to covering of renal arteries. Patient died tens days later, of respiratory arrest.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.